Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 50ml ll experienced foreign matter contamination and leakage. The following information was provided by the initial reporter: today we found a bd plastipak syringe of 50ml with 2 protruding pieces of plastic on the syringe. Because of these 2 pieces the syringe can't be pulled up and the liquid leaks out. This syringe has charge 1901259. The liquid in the syringe is not a dangerous substance.

Event description:
It was reported that an unspecified number of syringe 50ml ll experienced foreign matter contamination and leakage. The following information was provided by the initial reporter: today we found a bd plastipak syringe of 50ml with 2 protruding pieces of plastic on the syringe. Because of these 2 pieces the syringe can't be pulled up and the liquid leaks out. This syringe has charge 1901259. The liquid in the syringe is not a dangerous substance.

Manufacturer narrative:
Investigation: one sample was returned for investigation. Upon visually inspecting the product, damage was observed near the barrel flags, which would result in the liquid leaking. A device history review was performed for reported lot 1901259, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. The damage noted is consistent with the assembly wheels that guide the barrel in the machine. While we could not identify a direct issue, it was determined this instance likely occurred as a result of the product jamming within the manufacturing equipment.